Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail not used on patient. Received outside of temperature range the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sale rep that upon received, three boxes of six had a red dot on the outside and inside of the boxes. No patient consequences reported. No further information is available.